Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed.

Event description:
It was reported the physician was attempting to perform a transseptal puncture and skiving occurred inside of the introducer sheath. Add'l info was requested and is not available.